Event description:
It was reported that the patient was given programmer by manufacturer representative (rep), at their follow up appointment because the patient's therapy had been turning off and the patient didn't know how it had turned off. Patient services asked the caller if perhaps the therapy had turned off because the implant battery had died and the caller stated that was likely as the patient had been having some cognitive issues and could have forgotten to charge the implantable neurostimulator (ins) or hadn't charged it well enough because when they went to the patient's neurologist office earlier in the month the healthcare provider (hcp) noticed the therapy was off and the patient hadn't been able to figure out how the therapy had turned off. The patient was given the programmer so they could check to make sure the therapy was on every day. Caller stated since then, they had been checking the therapy every day in the mornings and in the evenings to make sure the implants were still on. Caller stated in the last few days however, the programmer would be beeping and they would press the button on the bottom right of the programmer and it would shut off the beeping but it would happen again. Patient services reviewed that the programmer would beep until the patient checked the implant and offered to help troubleshoot the beeping but the caller was at work and was not with the patient at the time of the call. The caller was directed to call patient services back when they were with the patient to troubleshoot the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.